Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 29,180 joules. The procedure was completed with a second fiber. No patient or end user injury was reported. The patient outcome was reported as "fine".

Manufacturer narrative:
(B)(4).